Manufacturer narrative:
(B)(4) a suture needle identified as product code vcp359h was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the vicryl plus suture used on? How was the needle being held during the procedure when it broke? What tissue was the needle piece retained in? Can you confirm the procedure was converted from laparoscopic to open to search for the needle? Was the entire needle portion removed from the patient during the open procedure? Do you have the status of the needle piece for return? Was there any change to the patients post operative care due to the conversion/ extended procedure? What are the patient age, weight, other medical conditions? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2018 and suture was used. The needle broke during sewing. The procedure was converted from laparoscopic to open surgery to search for the broken piece. The broken piece was retrieved from the patient. The procedure was extended around one hour which increased trauma on the patient. Additional information has been requested.